Event description:
The customer reported that he missed seven antibodies when testing with biotestcell-i11 on tango optimo. Despite several inquiries, the customer has neither reported the lot number of the supposedly defective product or the date of event. Also, the customer has neither returned the sample that had caused the false negative results nor the supposedly defective product. Because the lot number of the supposedly defective product is unknown a testing of the retained sample is not possible. We are still waiting for the customer´s information. The affected tango optimo was checked and partially clogged wash manifold probes were discovered. The wash manifold was replaced and a post service validation run without problems. Since date of occurrence is unknown, no evaluation about a potential adverse influence of clogged wash manifold probes on the instrument performance can be made.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed seven antibodies when testing with biotestcell-i11 on tango optimo. Despite several inquiries, the customer has neither reported the lot number of the supposedly defective product or the date of event. The customer reported this incident to bio-rad on (B)(6) 2014 but his last purchase of the complained product biotestcell-i11 was in july 2013. The supposedly defective product has a shelf life of 63 days at maximum. Also, the customer has neither returned the sample that had caused the false negative results nor the supposedly defective product. Because the lot number of the supposedly defective product is unknown a testing of the retained sample is not possible. Until today, the customer has not provided any information on the used lot number or date of event. The affected tango optimo was checked and partially clogged wash manifold probes were discovered. The wash manifold was replaced and a post service validation run without problems. Since date of occurrence is unknown, no evaluation about a potential adverse influence of clogged wash manifold probes on the instrument performance can be made.

Manufacturer narrative:
This is our initial report on this incident.